Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals unraveled (cracked) while loading the seals into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No patient complications were reported by the hospital. This report is for the second seal that cracked and a subsequent seal was used to attempt completion of the procedure.